Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a loss of stimulation coverage. Reprogramming was unable to resolve the issue. X-rays were inconclusive. Subsequently, the patient underwent surgical intervention where the lead was explanted and replaced. Follow-up information revealed the patient reported effective stimulation coverage postoperative and the issue is now resolved.